Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on unknown date with blood glucose of unknown. The customer's blood glucose was 150 mg/dl. Customer also stated that insulin pump stopped working and no delivery alarm. Customer stated insulin pump had motor error alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with the operating currents within specification and passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08785 inches. No excessive no delivery or motor error alarms noted. The motor was tested outside of the device and passed. Device was monitored and no unexpected battery power loss or blank display noted. Device was received with minor scratched lcd window and scratched reservoir tube window. (B)(4).